Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2019. Approximately 4 years and 6 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023 diagnosis: polyethylene of right knee prosthesis there is very significant synovitis in the medial gutter and the lateral gutter proximal of the patellofemoral joint and anterior to the medial joint and anterior to the lateral joint line. It had a very hypertrophic appearance. The polyethylene component came out. It was very worn both medially and laterally. The patient was transferred to gurney and taken to the recovery room.

Manufacturer narrative:
Pending investigation.